Event description:
Pt moved himself up in chair with assist from nursing staff. Later he stated he leaned forward and the buckle on the seatbelt came loose and he fell forward out of chair.

Manufacturer narrative:
Eval of the seat belt indicated under normal conditions that functioned as required. When the seat belt received a significant dynamic pull on each side of the latch, the latch did release. The internal spring within the latching mechanism was not properly engaging the locking clip. All current inventories of seat belts have been checked and no defective units have been found. This is an isolated case.